Event description:
It was reported that a 26-year old caucasian female patient underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient suffered right breast capsular contracture (baker grade iii). The breast was hard, pushed the all the way up and nipple went down and sideways. As a result, the patient underwent surgical intervention on an unspecified date. The scar tissue was removed and a breast lift was performed. There was no indication that the implant was removed or replaced.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).